Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were noted on the left ventricular (lv) lead. Provocative testing was performed, however, the noise on the lv lead could not be reproduced. No intervention was performed at this time. The patient was stable and will continue to be monitored.